Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label, stained end cap sticker and cracked/damage/faded keypad overlay. No cracked/damage battery cap noted. (B)(4).

Event description:
The customer reported via phone call for damage to the insulin pump. The patient's blood glucose level was 136 mg/dl at the time of the incident. Customer reported the act, escapee, up and down arrow blank buttons on the insulin pump have become faded over time and she can no longer see what is written on them, the only button that still has any writing is the b back button. Customer reported she has also been having issues with battery cap being hard to remove and called in twice to request replacement but one has not been sent out as of yet. Advise to discontinue use of the insulin pump and revert to a back-up plan per hcp's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.